Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (260-350 mg/dl) and a bolus was delivered to address the bg level. The contact did not know the cause of the high bg. The pump supplies had been changed. A pump system check was performed and no device issues were found. Reportedly, the pump supplies were changed again and insulin delivery was resumed. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider. The customer had no further questions.